Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient receiving infumorph (1 mg/ml at 0.1849 mg/day) via an implanted pump. The indication for pump use was non-malignant pain. It was reported that a motor stall was seen at initial interrogation on (B)(6) 2019. The patient recently had an MRI on (B)(6) 2019. The logs were read, and the logs showed a motor stall recovery occurred on (B)(6) 2019. It was confirmed that the interrogation on (B)(6) 2019 was the first interrogation since the MRI. The patient reported that his pain had ¿gotten worse and worse¿ since the MRI. No further complications have been reported as a result of this event.

Manufacturer narrative:
H9 corrected/updated medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on (B)(6) 2019 from the healthcare professional (hcp) who reported that the cause of the patient¿s worsening pain since the MRI was that the motor stalled. With regards to the actions/interventions take to resolve the patient¿s pain, the hcp noted that none was taken and that they were going to replace the pump but then interrogation at pre-op found that the pump was functioning. No further complications were reported/anticipated.